Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "doctor was doing a surgery and the trocar got stuck in the oblique hole of the targeter. It was tough to get in but then got stuck. It wouldn't come out and delayed the finish of the surgery approximately 30 minutes. It took hitting the trocar with a hammer to get it out. Not sure it is the button malfunctioning or warping of the jig. Physician had to keep patient on the table as the procedure was prolonged and made more difficult by the trocar not coming out. With the trocar stuck, it trapped a clamp between the trocar and the targeter.".

Event description:
As reported: "doctor was doing a surgery and the trocar got stuck in the oblique hole of the targeter. It was tough to get in but then got stuck. It wouldn't come out and delayed the finish of the surgery approximately 30 minutes. It took hitting the trocar with a hammer to get it out. Not sure it it is the button malfunctioning or warping of the jig. Physician had to keep patient on the table as the procedure was prolonged and made more difficult by the trocar not coming out. With the trocar stuck, it trapped a clamp between the trocar and the targeter."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.